Event description:
In 2008, a gore excluder aaa endoprosthesis was emergently implanted. Final angiogram revealed a persistant type I endoleak and an acute aortic rupture proximal to the excluder device. An aortic extender component was implanted and the pt was discharged home. On the following month, a pseudoaneurysm was found above the aortic extender component and below the renal arteries. Two additional aortic extenders were implanted to exclude the pseudoaneurysm, type I endoleak, and renal arteries. A bare metal stent was placed for right kidney perfusion. The pt is reported to be fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.